Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure files confirmed the system notice #50005 "leak detection" for the date of event. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 injections. The catheter failed the performance test due to system notice #50005. Dissection / pressure tests revealed a guide wire lumen kink and breach at 1.38 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter and cables were replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a guide wire lumen breach. Reportable based on analysis completed on 07/04/2014.